Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental, back of thighs, arms and abdomen in 2021 and presented with paradoxical hyperplasia (pah/ph) in the back of thighs and submental.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b5. Corrected data: a3a, d1, e2, e3, g1 and g2.

Event description:
Patient states she has been diagnosed with paradoxical hyperplasia (ph).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).